Event description:
It was reported that during an unknown procedure there was no activation at all. No consequences for the patient reported. To complete the procedure the physician used another product of the same type.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: v94h81. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate. The instrument was disassembled to inspect the internal components and it was noticed that the blade sheath was missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The preliminary investigation into the missing sheath issue has identified our manufacturing process as the possible cause. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.